Manufacturer narrative:
Investigation summary: no samples were received. No photos were provided. Investigation conclusion: this is the 1st complaint for lot # 8141931 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: root cause can¿t be confirmed.

Event description:
It was reported that an unspecified number of syr 10ml pump compatible saline 10ml fil experienced leakage past stopper. The following information was provided by the initial reporter: material no. 306547, batch no. 8141931. (11 of 12). "The plunger on the syringe is not completely leveled and suctioned so blood has been pushing the end of the syringe out causing blood leaks."